Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no hardware issues in the device. A technical support specialist (tss) contacted the customer, who confirmed that the station was online in remote support service (rss) and that they were able to dial in successfully. The tss confirmed that the station status was online, and there were no critical overrides on the device status in the enterprise server. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two medications that had been loaded in the station ER had not crossed over to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.